Event description:
It was reported that sensing noise was observed on the right atrial (ra) lead and the device. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
It was reported that sensing noise was observed on the right atrial (ra) lead and the device. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.